Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofill humidification chamber was cracked. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofill humidification chamber was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber is currently en route to fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon receipt of the complaint chambers and completion of our investigation.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has been made aware that (B)(4) (9611451-2010-00810) is a duplicate report. The complaint was originally reported to a fisher & paykel healthcare representative by (B)(6) and was documented under fisher & paykel healthcare reference (B)(4). A combined initial/final vigilance report was electronically submitted to the us food & drug administration on (B)(4) 2010, under reference number (B)(4). This report, (B)(4), was later reported to fisher & paykel healthcare by (B)(6)'s distributor, (B)(4). Fisher & paykel healthcare filed an initial MDR under reference 9611451-2010-00810, but has since determined that 9611451-2010-00810 and 9611451-2010-00763 relate to the same product complaint. Investigation summary: the hospital had reported to fisher & paykel healthcare that the chamber was not available for investigation, so fisher & paykel healthcare carried out an investigation based on information provided by the hospital. The investigation, as reported under (B)(4) (9611451-2010-00763) it is likely that the reported crack was caused due to use of the mr290v chamber with a sensormedics 3100b high frequency oscillatory ventilator. The mr290 user instructions state to "use only the mr290hfv with the sensormedics 3100b", as the mr290hfv chamber was specifically designed for high frequency oscillatory ventilation applications. Although the hospital originally reported that no sample was available for investigation, the distributor indicated that they are returning the complaint chamber to fisher & paykel healthcare. The sample has not yet been received by fisher & paykel healthcare's regional office in (B)(4) or fisher & paykel healthcare's facility in (B)(4). Fisher & paykel healthcare will submit a follow-up report should the complaint device be returned and our investigation reveal new information.